Event description:
It was reported in a retrospective summary article that 5.5mm and 6.5mm supera stents were implanted in 20 patients initially without issue. However, during post procedure follow-up stroke and in-stent restenosis. Intervention was performed for treatment on some patients and no intervention was needed on other patients. Additional information can be found in the summary article, "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the article information, a conclusive cause for the reported patient effects of stenosis, stroke and the relationship to the product, if any, cannot be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, there was no reported device malfunction associated with the supera stent. The reported patient effects of stenosis and stroke are listed in the supera peripheral stent system instruction for use as known potential patients effects associated with the use of a stent in the peripheral arteries and / or biliary tree. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article titled: "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience". B3, b6, d6a: estimated date the UDI is not known as the part and lot number were not provided.